Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had a broken belt clip. Customer also reported their blood glucose rising to 451 mg/dl. Customer treated their blood glucose with a 20.1 unit bolus. The customer also stated the insulin pump was not delivering insulin due to battery issues. It was also found the customer pressed the act button and the insulin pump's screen went black. Customer stated the insulin pump was able to power on with a battery replacement. The customer reported experiencing high blood glucose because their basal rates were not delivered. The customer's blood glucose was just under 600 mg/dl at the time of the call. It was also found the buttons on the insulin pump was unresponsive and the screen was frozen, but time was advancing on the screen. Customer reported dropping the insulin pump. The customer was advised to revert to a back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.